Event description:
Treatment of a fistula. It was reported that the onyx was prepared according to the instructions for use. During the onyx injection, it was reported that the marathon catheter ruptured after approximately 10 minutes of injection. The procedure was completed successfully with the fistula embolized. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00912.

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at approximately 2.0cm from the distal tip and the catheter body was found damaged at approximately 0.5cm from the distal tip. The catheter appears to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx/kink) within the catheter, resulting in pressures exceeding the limits of the catheter. The instruction for use included a warning: "excessive pressure may cause catheter rupture".(B)(4).